Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during an in-service testing, it was observed that the quick coupling device was loud and vibrating. It was further reported that the bearings were shot. It was reported that the event did not occur during a surgical procedure. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. It was determined that the device vibrated and made a strange noise, wouldn¿t hold k-wires and needed to be updated. It was noted the internal components were corroded; bearings and clamping components were worn. The assignable root cause was due to improper cleaning and care. If additional information should become available, a supplemental medwatch report will be sent accordingly.